Manufacturer narrative:
Analysis revealed unexpected edit/software unresponsive and software fault. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system randomly shut down and when they rebooted the system, it displayed no input for approximately 5 minutes. The system then booted up properly and they were able to proceed into navigation with re-registering that patient. There was less than 1-hour delay. No impact on patient outcome.